Event description:
Customer reported receiving erratic readings on their omnipod system while using freestyle test strips. Customer reported receiving readings of 2.8 mmol/l and 23.7 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips were returned and investigated with a retained meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing. All pertinent information available to abbott diabetes care has been submitted.